Event description:
It was reported that the physician requested a review of stored atrial tachy response (atr) episodes for the ICD with this right atrial (ra) lead. Technical services (ts) discussed there appears to be noise mixed with p waves in the episodes. Additionally ts noted subtle signs of respiratory rate trend (rrt) oversensing towards end of latest episode. Ts noted right atrial (ra) impedance is withing range but could be showing intermittent higher signs leading towards rrt oversensing. Ts discussed possible troubleshooting options and possibly turning off rrt and see if noise goes away. Subsequently the physician decided to reprogram this device and an ra lead fracture was suspected. This ra lead remains in service. No adverse patient effects were reported.